Manufacturer narrative:
Pending evaluation.

Event description:
The glenoid center cage and one of the peripheral pegs sheared off of the poly.

Manufacturer narrative:
The revision reported was likely the result of drilling the central cage hole at an angle relative to the peripheral peg holes, which created a bending moment on the central cage causing the central peg to fail and the polyethylene articular surface to disassociate as reported. The differing central and peripheral peg drill axes in this patient were likely influenced by the severity of posterior glenoid wear, which required eccentric reaming of the glenoid.

Manufacturer narrative:
The following sections have additional/updated info : (g4) date received by manufacturer: 05-dec-2018. (D6) if implanted, give date: (B)(6) 2015.

Manufacturer narrative:
The following sections have updated info: (d4) serial number, expiration date.